Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that an unknown receiver issue occured. No product data was provided for evaluation. The complaint confirmation of the reported allegation could not be determined. A root cause could not be determined.